Manufacturer narrative:
(B)(4).

Event description:
Aptus endoanchors were selected as an accessory device for the endovascular treatment of a proximal type I endoleak. An endurant stent graft system was implanted in a patient for the treatment of a type I endoleak. The proximal neck was 26 mm in diameter and 14 mm in length. There was very little to no angulation. The endurant ii 32x49 cuff was implanted in conjunction with aptus endoanchors and a palmaz stent. It was reported that upon routine follow-up, the physician stated that there may be a small type I endoleak still present. No additional clinical sequelae were reported and the patient is fine.